Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated experiencing approximately twelve daily tapping sensations at varying times over several months and reported multiple shocks after magnetic resonance imaging (MRI), including a 200 joule shock to correct heart rhythm. To date, this ICD remains in service. No adverse patient effects were reported.